Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 5.1, reference: 11.8, mean: 8.45, confidence limits: na; 3.1, 6.2, 4.65, 2.6-6.9. A 5.6 inr lab result was excluded from comparison test since no corresponding inratio value was provided. Analysis of customer's data revealed that one out of two inratio and reference test result comparisons did not meet accuracy criteria. Generally, inr values greater than 5.0 have reduced trueness, precision and linearity both in point-of-care and laboratory based pt testing. The calculated mean for the first set of data is greater than 5.0. Confidence limits could not be determined and accuracy criteria was not met. For patient 2, analysis of customer's data revealed that repeated inratio test result comparison met precision criteria. No product is expected to be returned. Retained strip testing revealed that result comparisons met accuracy criteria. Investigation results for retained strip #237431: donor 1: inratio (1): 2.1, inratio (2): 2.2, inratio (3): 2.1, ref: 2.05, bias threshold: 1.05-3.05. Donor 2: inratio (1): 2.7, inratio (2): 3.0, inratio (3): 2.8, ref: 3.53, bias threshold: 2.53-4.53. The minimum two out of three replicates for both donors are within the acceptable bias for accuracy. Product performed as expected. No further investigation is necessary. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: ng, inratio: ng, lab: 5.6; (B)(6) 2011, 5.1, 11.8; (B)(6) 2011, 3.1, 6.2. A second patient was randomly chosen to check meter's accuracy. Two fingersticks were taken and compared on two meters. Results on both meters gave 2.1 inr.